Event description:
Philips received a complaint by the customer on the v60 indicating that there was a burnt smell from the central processing unit (cpu) printed circuit board assembly (pcba). At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that there was a burnt smell from the central processing unit (cpu) printed circuit board assembly (pcba). A service engineer arrived onsite, powered on the device, and found that the device smelled like burnt electronics. The service engineer then powered down and unplugged the device, opened the device, and discovered a burnt integrated circuit (ic) chip on the data acquisition (da) pcba. A service quote for repair was sent to the customer for approval. Resolution and disposition:

Manufacturer narrative:
The customer did not accept the quote provided, which then expired. The philips service engineer was not able to complete the repair the device. No further information was provided. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
A service engineer was not able to evaluate or repair the device as the service quote expired. The customer ultimately did not accept the service quote, and no work order was generated. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.